Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to exhibiting high out of range pacing impedance (greater than 3,000 ohms), pacing inhibition, high capture thresholds. A new lead was implanted. Besides surgical intervention, no adverse patient effects were observed. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. The e2 conductor resistance measured as intermittent - indicating a fractured or broken conductor. Fractured e2 conductor, located 18 cm from the tip end - curvature area. The reported clinical observation of brady pacing not delivered when required and high capture thresholds, was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to exhibiting high out of range pacing impedance (greater than 3,000 ohms), pacing inhibition, high capture thresholds. A new lead was implanted. Besides surgical intervention, no adverse patient effects were observed.